Manufacturer narrative:
The device was returned to our us facility as documented in section d9. It was deemed no problem found, and therefore was returned back to stocks. We no longer can send it to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the tipcam getting shadows instead of a crystal clear 3-d image. No negative impact in state of health reported.